Manufacturer narrative:
(B)(4). Date report sent: 09/01/2004. Information was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy. The clip malformed. No pt consequences.